Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. One piece sled. The analysis results showed that one ecr60g was returned with the cartridge deck and one piece sled damaged. The reload was received fully fired. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented; therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a robotic lobectomy procedures, on the final firing (ninth) using a green reload the device was fired across the bronchus and a third branch of the pulmonary artery resulting in bleeding. No additional devices were used and the case was completed open. Due to significant bleeding, the case had to be completed via an open procedure.